Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did a meter to healthcare professional meter comparison test, side by side. The result on his meter was 117 mg/dl, and on the healthcare professional meter (type unknown) 170 mg/dl. He did not have any symptoms. The lifescan rep reviewed qc procedures with the rptr.